Manufacturer narrative:
The examination results, although inconclusive in the absence of the event baseplate, suggest that this event is likely related to tolerance variations and extremes.

Event description:
Reporter states, "insert was snapped onto the baseplate, but it did not seat well. The insert had some pistoning in it. Insert removed another insert available was opened and snapped into place. This time there was no noticable movement of the insert." There was no adverse consequence to the pt due to this event.